Manufacturer narrative:
We checked the returned unit and confirmed that the cmos wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos wire. In addition, we confirmed that the control body fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, and the air/water socket leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).